Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a battery failure red alarm that led to the case being aborted.

Manufacturer narrative:
The investigation has been completed. The console (ic1746) was sent back for further investigation. Aic logs confirmed the reported failure. The failure mode was reproduced on an engineering bench. The battery 2 lcd indicator was blank (fully discharged). The battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.